Manufacturer narrative:
The device generated an 0x10 hazard alarm indicating reset caused by system alarm and watchdog computer operating properly (sawcop) expiration. No damages or defects were found that would cause the hazard alarm. No damages or defects were found that would cause a communication error. It could not be determined whether the alarm is related to the reported communication error. The exact cause of the observed alarm and reported communication error could not be determined. The soft cannula was measured to be stretched. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the personal diabetes manager (pdm), deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone14.7 cloud - cgm sensor type g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 489 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site. As treatment, the patient changed out the pod.